Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run. Therefore, the reported condition was confirmed. It was further determined that the gear and motor had no power. The assignable root cause was determined to be due to wear on components from use. If additional information should become available, an update report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was not functioning. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.